Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and a clot issue was observed. When the physician started to ablate, they got the notification that the temperature was too high. They checked everything (flow settings, pump connections etc), swapped cables, but the issue persisted. It turned out that a huge clot of blood got inside the catheter and the physician was unable to flush it (also manually) or suck it out. All the settings were fine and the catheter was flushed before ablation. There was no patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 19-feb-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf. When the physician started to ablate, they got the notification that the temperature was too high. It turned out that a huge clot of blood got inside the catheter and the physician was unable to flush it (also manually) or suck it out. The device evaluation was completed on 26-feb-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, irrigation, temperature and impedance test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device; however, according to the pictures provided by the decontamination site, reddish material was observed at the dome of the catheter. The temperature and impedance test was performed and there was no issues observed, the temperature and impedance values were observed within specifications. The irrigation test was performed and the device was not flushing correctly due to a reddish occlusion in the irrigation tube. A manufacturing record evaluation was performed for the finished device number lot 31419759l and no internal actions related to the complaint were found during the review. The occlusion observed could be related to the high temperature issue reported by the customer, and the reddish material at the dome could be related to the clot issue reported, the complaint was confirmed. The potential cause of the occlusion could be related to the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: if the generator does not display temperature, verify that the cables from the catheter to the carto¿ system patient interface unit (piu) and the cable from the carto¿ system patient interface unit (piu) to the generator are properly connected. If temperature still is not displayed, there may be a malfunction in the temperature sensing system that must be corrected prior to applying rf power. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: problem due to thrombosis activation (c010604) / investigation conclusions: cause not established (d15) / component code: tube (g04134) were selected as related to the customer¿s reported ¿clot ¿ issue. In addition, biosense webster inc. Analysis finding of the ¿reddish material was observed at the dome of the catheter¿. -investigation findings: operational problem identified (c13)/ investigation conclusions: cause not established (d15) / component code: tube (g04134) were selected as related to the customer¿s reported ¿clot ¿ and ¿temperature was too high¿ issues. In addition, biosense webster inc. Analysis finding of the ¿reddish occlusion in the irrigation tube¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).